Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (46 mg/dl). Reportedly, the customer adjusted their basal rate without consulting with their health care professional. Customer consumed carbohydrates to stabilize blood glucose levels.